Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the event onset, the patient was hospitalized and was treated with ceftazidime injection (1gm, route, frequency and duration were not reported) and vancomycin injection (1gm, route, frequency and duration were not reported) for peritonitis. Five days after the event onset, pd therapy was stopped. It was reported that the patient's catheter has been removed and was switched to hemodialysis (twice a week). At the time of this report, antibiotic treatment was discontinued, the patient was discharged from the hospital and has recovered from the event. No additional information is available.